Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "exposed breast implant" and "50cc of clean appearing seroma was aspirated". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: exposure and seroma. Continued e1 email: ma (B)(6) reported on behalf of dr. (B)(6). The following MFR report # 9617229-2024-23988 relates to the implant which was replaced by implant on record. Clarification to date of event b3: this reflects the onset date for the seroma discovered intraoperatively.

Event description:
Healthcare professional reported "exposed breast implant", "extracapsular hematoma", and "50cc of clean appearing seroma was aspirated". This record is for the right side. Device was explanted.